Event description:
The patient was hospitalized due to hyperglycemia. Patient states that they think that the device was not calculating the proper amount of insulin to deliver. States they believe they had secured the cartridge, however they did not verify proper cartridge attachment. Per patient their bg went to 1200 and their ketones were high. Patient requested a new pump. They state that the pump was reading it had insulin but the cartridge was empty.